Manufacturer narrative:
Batch review performed on 29 may 2024 lot 186032: (B)(4) items manufactured and released on 28-nov-2018. Expiration date: 2023-nov-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional items involved in the event, batch review performed on 29 may 2024 gmk-sphere 02.07.1205l tibial tray fixed cemented size 5 l lot. 2236492 lot 2236492: (B)(4) items manufactured and released on 06-dec-2022. Expiration date: 2027-nov-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.0025l femoral component sphere cemented size 5+ l lot. 2216436 lot 2216436: (B)(4) items manufactured and released on 12-oct-2022. Expiration date: 2027-sep-15. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in due to signs of infection and the pathogen is unknown. About 1 year after the primary surgery, the surgeon revised all medacta hardware and re-implanted permanent product. The surgery was completed successfully.